Event description:
Nondelivery. The pump was returned to the biomedical department with an unsigned note that stated, "collection bag continuing to fill with fluid." No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, the customer contact noted that fluid infused into the collection bag. The pump was cleaned and subsequently it passed testing. Though requested, no additional information was provided.